Event description:
Patient presented at 40.1 weeks gestation presented for induction of labor. Failure to progress so decision to proceed with non-emergent c-section made and patient transported to or. Crna attempted placement of epidural for anesthesia during c-section. Placed 18 gauge introducer needle at level of 3-4 of lumbar area following prep. Inserted 25 gauge needle through the introducer meeting no resistance. Patient was calm and cooperative during procedure without complaint of pain or movement noted. The crna could not remove the stylette so the entire spinal needle was removed without any resistance being noted. Upon removal it was noted that the tip of the needle (4.3 cm on x-ray) was missing and the stylette was curled at the end of the apparatus. Physician made many attempts for epidural anesthesia without success. The decision was made to move to general anesthesia. C-section delivery of baby with apgars of 9 and 9. Neurosurgery called for consultation for managment of pain. Patient neurologically intact. Taken to x-ray where spinal alignment maintained until x-ray of back revealed that needle is approximately 1.5 cm from spinous process not entering spinal column. Patient returned to ICU for observation and neurological checks. Dilaudid pca in place for pain management. Neurosurgery and general surgery consulted regarding management of pain. Patient moved to regular floor bed following noneventful recovery period. Patient is ambulatory and plan is to wait until after discharge for fluoroscopic attempt at removal which did occur a few days later. Additional device identifiers are not available.